Event description:
It was reported that a patient underwent a dental implant procedure on an unknown date and suture was used. The dentist stated that the suture absorbed too quickly. It was completely dissolved in five days. The patient needed to be re-anesthetized and a portion of the membrane was lost. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.